Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure and was doing well post operatively. No malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced per physician's preference.

Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced per physician¿s preference.

Manufacturer narrative:
(B)(4)